Event description:
It was reported that during a sleeve gastrectomy procedure, the patient had a bmi of approximately (B)(6) and the stomach tissue was extremely thick. On the first firing of the device, it was loaded with a green cartridge with gore seamguard buttressing. The device partially fired and stopped. The reverse button was used to retract the knife so that it could be released. It deployed some staples into the stomach. The staples were removed with the seamguard and it is unknown if the tissue was cut. The device was reloaded with a black cartridge with seamguard with the same result. A second device was used with a black cartridge with seamguard and it fired about one centimeter before it stopped. The reverse button was used to release the device. The staples that did deploy were malformed and were removed with the seamguard. The rest of the staples remained in the cartridge and if the tissue was cut, it was repaired with the subsequent firing. The sales rep was called and he instructed to back off and take a half bite with the device. The tissue was restapled with the second device with a black cartridge with seamguard, with only about half the length of the jaws loaded with tissue. That firing and the subsequent firings were successful. The sales rep noted that black reloads were used for most of the sleeve, all with seamguard buttressing. The sleeve was leak tested and passed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.